Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 04/2024. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via right lower limb, the pta balloon allegedly ruptured at the second inflation around 10 to 12 atm. It was further reported that the pta balloon allegedly detached from the shaft and was not able to be removed. Reportedly endoscopic graspers was used to remove the balloon out of the body. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure via right lower limb, the pta balloon allegedly ruptured at the second inflation around 10 to 12 atm. It was further reported that the balloon allegedly detached from the shaft and was not able to be removed which got stuck in the common femoral vein. Reportedly, endoscopic graspers was used to remove the balloon out of the body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold pta dilatation catheter in two segments was returned for evaluation. Segment one consists of the catheter shaft and exposed inner guide wire lumen, and segment two consists of the detached balloon, which is noted to be in inverted condition. No other specific anomalies were noted on the returned device. No functional testing was performed due to the condition of the device returned for evaluation. Therefore, the investigation remains inconclusive for the reported balloon rupture and difficult to remove as no functional testing could be performed due to the condition of the device. However, the investigation was confirmed for the reported detachment as the balloon and catheter retuned in two detached segments. A definitive root cause for the reported balloon rupture and difficult to remove, detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.